Manufacturer narrative:
Date of event: the infection occurred on an unspecified date in (B)(6) 2020. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection "in right hand side of stomach". The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic for the event. At the time of this reported, the patient outcome was not reported. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.